Manufacturer narrative:
Instigation: summary: the picture received shows the needle exposed and the injector still active while it is being disengaged. The picture also shows the grips of the piston out of place, broken. It is normal that the needle appears exposed in this situation. The injector has been badly disengaged. Two retained samples have been checked. No defects found, grips are properly aligned and no issues have been found during engaging/disengaging to a c45 connector. It is recommended to carefully follow the instructions explained in the IFU. It is important to hold onto the white part of the injector before engaging/disengaging. Do no touch the blue part: if grips of the safety sleeve are removed from their place, the injector is activated and cannula causing needle exposure. The injector must be removed pulling it back: if it is removed without doing this the grips are removed from their place and needle exposure happen. If the injector has been forced while engaging, the grips can also get damaged. Several inspections and test and carried out during manufacturing process. Among others, safety sleeve must be connected and should be turning with the cylinder and piston. The functionality of the grips is verified. Piston must be fixed by the safety sleeve. No quality notifications have been found during manufacturing process. Conclusion: 2,15 needle exposure. -the picture received shows the needle exposed and the injector still active while it is being disengaged. -the picture also shows the grips of the piston out of place, broken. -it is normal that the needle appears exposed in this situation. The injector has been badly disengaged. -two retained samples have been checked. No defects found, grips are properly aligned and no issues have been found during engaging/disengaging to a c45 connector. (Picture 1 and 2 attached). Inspections and tests: the tests performed during the manufacturing process to avoid faulty parts are listed below: during molding process (according ph-300 current version): -visual inspections for injector parts (cylinder, needle housing, safety sleeve, piston and membrane) are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc). -critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance. Assembly process: (according to ph-301 current version) the following visual inspections are performed by the operator: -safety sleeve must be connected and should be turning with the cylinder and piston. The functionality of the grips is verified. -verify the correct welding of the membrane, color and aspect. -cylinder assembly. Piston must be fixed by the safety sleeve. -needle housing should rotate clockwise and tip of the cannula must be observed. -cannula length (with a calliper gauge). -functionality and piston welding test: quality and functionality of the membrane is verified after be welding and penetrated by the cannula. Conclusion: -the needle has been exposed due to the damage of the grips. This seems to be produced during the use of the device. -no defects found in retained samples. -it is recommended to carefully follow the instructions explained in the IFU (dgp100 current version). It is important to hold onto the white part of the injector before engaging/disengaging. Do no touch the blue part: if grips of the safety sleeve are removed from their place, the injector is activated and cannula causing needle exposure. The injector must be removed pulling it back: if it is removed without doing this the grips are removed from their place and needle exposure happens. If the injector has been forced while engaging, the grips can also get damaged. -no qn¿s or other events which may be related with the needle exposure has been found during DHR revision. -after the evaluation of the picture and the description of the complaint, it seems that the most possible root cause is a bad handling of the device. Root cause: after the evaluation of the picture and the description of the complaint, it seems that the most possible root cause is a bad handling of the device. (B)(4).

Event description:
It was reported that the needle of the bd phaseal¿ injector luer lock n35 disengaged causing medication to leak. There was no report of injury or medical intervention.